Event description:
Bd (becton dickinson) communicated that multiple infusion sets were mislabeled as non-dehp (di-2-ethylhexyl phthalate) when they actually were found to contain dehp (di-2-ethylhexyl phthalate). There were no alternatives or action plans recommended by the company to their customers, and these infusion sets are used for select drugs that are known to leach dehp (di-2-ethylhexyl phthalate) from the tubing material. There is a risk for unnecessarily exposing patients to unknown amounts of dehp (di-2-ethylhexyl phthalate) over a long period of time (ie, we have neonates who are on continuous infusions of lipid emulsions for weeks/months) that can cause adverse effects and complications later in life. This hospital needed to push for more information from bd to be released and increase the urgency in response to the notice.